Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The contact changed the pump supplies and insulin delivery was resumed. The blood glucose level was not impacted.